Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that following treatment with diamondback 360 precision coronary orbital atherectomy device (oad) and intravascular lithotripsy (ivl) through common femoral artery access perforation of left main artery (lm) was noted on angiogram. The target lesion was lm which was described as severely calcified, moderately tortuous and 80% stenosed. Ivl was used for additional lesion modification. The physician was not certain if the perforation occurred after orbital atherectomy or ivl. Two non-abbott stents were used to cover the perforation. The patient remained stable. In the opinion of the physician, the oad or ivl possibly caused or contributed to the perforation.